Event description:
As reported, after using a 6/7f mynxgrip vascular closure device (vcd), a physician reported the patient had a hematoma approximately 10cm by 15cm after returning home post procedure. No treatment was required to treat the hematoma. The device was used in an interventional procedure using a retrograde approach. The deployer was trained and experienced in the use of the mynx device. A 5f non-cordis sheath was used for initial vascular access. A 6f 45cm non-cordis sheath was used for intervention. A 6f avanti sheath was used for closure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the right common femoral artery. There was little presence of pvd / calcium in the vicinity of the puncture site. Heparin was used during the procedure. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were multiple sheath exchanges. Intravascular access was achieved without multiple stick attempts. The patient was at home when the bleeding started. The patient has since recovered. The device is not being returned for evaluation.

Manufacturer narrative:
This report is related to MDR 3004939290-2023-03399. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after using a 6f/7f mynxgrip vascular closure device (vcd), a physician reported that the patient had a hematoma approximately 10cm by 15cm after returning home post procedure. No treatment was required to treat the hematoma. The device was used in an interventional procedure using a retrograde approach. The deployer was trained and experienced in the use of the mynx device. A 5f non-cordis sheath was used for initial vascular access. A 6f 45cm non-cordis sheath was used for intervention. A 6f avanti sheath was used for closure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the right common femoral artery. There was little presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. Heparin was used during the procedure. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were multiple sheath exchanges. Intravascular access was achieved without multiple stick attempts. The patient was at home when the bleeding started. The patient has since recovered. The devices are not being returned for evaluation. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control and avanti instructions for uses (ifus) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the devices for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and event. However, as the hematoma was noted after discharge, it is possible that the patient¿s mobility/activity could have contributed to the reported hematoma. Although not intended as a mitigation of risk, the information for safety within the ifus and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control IFU, apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ also stated within the patient brochure, ¿modify activity for 3 days or more. No driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.